Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap on the supply line of the homechoice cassette had ¿fallen off¿. The event was further described as ¿the cap on a white pipe clip has fallen off the pipe line¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.